Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 systems. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that three of the four display panels of the s5 system panel displayed exclamation points during set-up. The clinician elected to use the system for the procedure. There was no report of patient injury.